Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k926214. H4: device manufacure date: unknown due to unknown lot number. 1. Visual inspection (unaided eye) the actual sample had been fractured into two portions - the length of the distal portion: approximately 58 mm - the length of the main body: approximately 1745 mm - the combined length: approximately 1803 mm 2. Appearance inspection (digital microscope) - the core wire was exposed at the fractured end of the distal portion. - abrasions were observed at multiple parts, specifically from 25 mm to 29 mm from the distal end and from 38 mm to 55 mm from the distal end. - the core wire was not exposed at the fractured end of the main body. - there was no anomaly in the appearance, such as a peeling of outer layer, in the other areas. 3. Appearance inspection (electron microscope) - on the distal portion, a radial pattern was observed on the fracture surface of the core wire. Additionally, the fracture end of the core wire was found to be untapered. - the fracture ends of the outer layer on both portions appeared to be pulled and ripped, giving them a distinctive shape. - multiple creases were observed on the outer layer surfaces near the fracture ends of both portions. 4. Dimensional inspection - the outer diameter of the main body met the factory's specification. No anomaly was found. 5. Missing length of the actual sample - the length of the distal portion: approximately 58 mm - the length of the main body: approximately 1745 mm - the combined length: approximately 1803 mm compared to the length of the product with the involved product code, it was judged that there was no missing portion. 6. History investigation of the involved product code and lot number - since the involved lot number was unknown, history investigation could not be performed - regarding the involved product code, there have been no reported incidents attributable to the manufacturing process in the past two years. 7. Simulation test the following simulation test was conducted: a test sample was curved and subjected to a continuous one-way torque load until the core wire fractured. Subsequently, torque and pulling loads were applied until the outer layer also fractured. As a result: - the fractured ends of the core wire were not tapered, and a radial pattern was observed on the fracture surfaces. - the fractured ends of the outer layer exhibited a distinctive shape, indicating pulling and ripping. Additionally, multiple creases were observed on the outer layer near the fractured end. These conditions closely resembled those observed in the actual sample. 8. Cause of occurrence/conclusion since the involved lot was unknown, the manufacturing record and the shipping inspection record could not be confirmed. In addition, no abnormalities were observed in the dimensions of the actual sample. In this case, it was presumed that the actual sample was exposed to a continuous one-way torque load while it was held curved, which resulted in the facture of core wire at approx. 58 mm from the distal end. Subsequently, when the actual sample was removed from the patient, a pulling load was applied to the actual sample, causing the outer layer to fracture inside the body. Since the total length of the actual sample was equivalent to that of the product with the involved product code, it was concluded that there was no portion remaining in the patient. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that after the guidewire was inserted into the hepatic artery in combination with a breakthrough, it was manipulated for a prolonged period of time in order to locate the vessel. During this process, the guidewire unexpectedly bounced and bent like the configuration resembling the number "9", inadvertently entering a different blood vessel than the intended target. As a result, when the guidewire was subsequently pulled, it fractured. The remaining portion of the guidewire was successfully retrieved using a snare. No foreign object was left in the patient. The procedure outcome was not reported.